Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-may-10, information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient programmer (pp) wasn¿t powering on. The patient wasn¿t able to change out the aaa batteries at the time of the call because they didn¿t have any new aaa batteries. No symptoms or complications were reported. On 2018-may-24, additional information received from the patient reported that the cause of the patient programmer not powering on was due to the batteries being put in wrong. The issue was resolved after the placed the batteries in correctly. On (B)(6) 2018, additional information was received from the patient reporting that they called before and reported that they couldn't turn their programmer on. They stated they called back and had replaced the batteries and stated they had the patient programmer turned on. Patient services had them turn the patient programmer on and they stated after putting batteries in today (B)(6) 2018 the patient programmer showed the poor communication screen with and without the antenna. The patient stated that their stimulation was up too high and they wanted to turn it down. It was indicated that their stimulation being up too high also began today (B)(6) 2018. Patient services tried to transfer the patient to the repair team but they got disconnected. They called the patient back and left a voicemail to call back to be transferred to repair. The patient called back and stated they spoke with an manufacturer representative (rep) last week at the doctor¿s office and stated they would wait to see the rep before calling back over to repair. Patient services advised they call back after the appointment if needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was stated the patient didn¿t know the cause of the poor communication screen on patient programmer and stimulation was being up too high. It was noted the steps to resolve those issue above was patient met with representative. Patient stated those issues had been resolved. No further complication and no symptoms were reported.